Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was initially reported that there was a kinked stylette at implant. No more actions were required, this was a surgical observation. The event was resolved without sequelae. The cause of the kinked stylette was unknown. Additional information received from the healthcare provider (hcp) for a clinical study reported action taken on (B)(6) 2015, was to unkink the stylet.